Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-00869.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance another ruby coil through the lantern; therefore the ruby coil was removed. The procedure was then completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.